Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable altlp alanine aminotransferase results for four patients with the cobas c 503 module. Sample (B)(6): on (B)(6) 2021, the initial result was 524 u/l. On (B)(6) 2021, the repeated result was 10.7 u/l. The second repeated result was 11.0 u/l. Sample (B)(6): on (B)(6) 2021, the initial result was 137 u/l. On (B)(6) 2021, the repeated result was 12.3 u/l. The second repeated result was 12.3 u/l. Sample (B)(6): on (B)(6) 2021, the initial result was 75.8 u/l. The repeated result was 16.5 u/l. Sample (B)(6): on (B)(6) 2021, the initial result was 64.23 u/l. The repeated result was 18.7 u/l. The questionable results for sample (B)(6) were reported outside of the laboratory. It is unknown if the questionable results for sample (B)(6) were reported outside of the laboratory. The reagent lot number was 53170501 with an expiration date of 31-aug-2021.

Manufacturer narrative:
The field service engineer found the sample probe tip was not clean/damaged and replaced it, performed adjustments and checks. Qc was acceptable and the system was ready to use. The customer has not reported any further issues. The investigation determined the replacement of the sample probe resolved the issue.